Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability was updated to "no". G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4110, 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. One unknown abutment was not returned. Therefore, the reported event could not be verified without return of the reported product. Based on the evaluation, device malfunction could not be verified for unk abutment. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR and complaint history review could not be performed for the reported unk abutment as the item/lot number was not available. Functional testing could not be performed due to the nature of event (fracture). Therefore, the reported event couldn't be recreated and the complaint is related to the functional performance of the devices. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the probable cause for the reported event is excessive torque on implant, torque applied during placement/seating exceeds recommended value and clinician does not follow the recommended protocol for product placement and final seating. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : device requested but not returned

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that at placement, the abutment fractured inside the implant. The implant had to be removed and replaced with another implant.